Manufacturer narrative:
Concomitant medical products: product ID: 3888-45, lot# va0j8c5, implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97791, lot# n460512, implanted: (B)(6) 2014, product type: accessory. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3888-45, lot# va0j4t0, implanted: (B)(6) 2014, product type: lead. Product ID: 3888-45, lot# va0j8c5, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that there was an anchor issue which included insertion retention. Actions were not yet taken but were planned. The patient would like a revision at the time of the report, but it had not been planned yet. The patient had initially complained to the healthcare provider (hcp) that they were not feeling stimulation in the area where the patient had after the initial implant. The hcp followed up with an x-ray and determined one of the leads had come loose from the anchor. Diagnostic testing or troubleshooting performed was impedance testing, x-rays, and reprogramming. If there was a product issue, the issue was not resolved and the cause of the issue was not determined. Patient status at the time of the report was alive no injury. There were patient symptoms or complications associated with the event which included loss of efficacy in the area where the lead was placed initially. The patient had not yet been scheduled of a revision. It was unknown which lead was in question as the patient had 4 of them implanted. The patient had not been scheduled for a revision yet at the time of the report. If additional information is received regarding a revision and patient outcome, a follow-up report will be sent.

Event description:
The patient informed the issue to the manufacturer representative (rep), and they were able to troubleshoot through an impedance check and reprogram on (B)(6) 2015. Impedances were all within range. The stimulation was not felt by the upper right lead as the patient had reported this was the lead in question. The rep was able to reprogram all of the other three leads to their satisfaction and the patient was receiving effective stimulation in the working three areas.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that three weeks following the surgery to re-due the lead, the lead ¿fell down¿ again [reference manufacturing report #3004209178-2015-04867 for first time lead fell/surgery]. The clamps stayed in place but the lead fell. Also, of the ¿4 leads¿, only 3 worked. It was unclear if the device failed or if it was the surgeons fault. But the patient wanted the issue repaired. The patient mentioned the implant was not in the spine, it was under their skin.